Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection). Conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted into the rca. Two further endeavor sprint stents were also implanted in the rca. An angiographic complication of dissection occurred during the index procedure during the implantation of the additional two stents. The event was not assessed for relatedness with the study device.